Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with nordic bluetooth device: failed. The share log was reviewed and could not confirm the complaint. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor after warm up. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. Signal loss greater than three hours was observed in the data. The reported event of a new sensor error after warm up is reportable based on the finding of signal loss greater than three hours. No injury or medical intervention was reported.